Event description:
It was reported that the patient was experiencing pain when she sat down. It was noted that this had been occurring in the past few weeks prior to the report. It was noted that the patient saw her physician the week prior to the report and the stimulation was increased to 3.0v because "the physician said it wasn't working as well." It was noted that the patient had not been drinking as much, and hadn't been experiencing leaks. It was noted that the patient's husband turned off the device to determine if issue was device-related. No falls or trauma were reported. The patient outcome was not provided. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va005rs, implanted: (B)(6) 2012. Product type: lead: product ID 3037, serial# (B)(4). Product type: programmer, patient. (B)(4).